Event description:
A report was received regarding a patient on v.a.c. Therapy for multiple, large, open wound. One of the patient's wounds, an amputation wound, was reported to bleed during the therapy. Soaking the absorbent material under the patient, and forming a clot under the dressing.